Event description:
"Injection of zyderm 1 resulted in severe facial swell. High dose of cortisone given parenterally was followed by rapid clearance of the event. Pt is given now the oral cortcoid fortecortin as maintenance therapy. Pt had uneventful history of 10 years touch ups of zyderm annually, thus the event appeared suprisingly."